Event description:
It was reported that a large volume infusor had a black mark on the reservoir. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available. Report four of four.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 28, 2014 to july 29, 2014. As the device was not returned, a sample evaluation could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.